Event description:
User received discrepant results for multiple assays compared to repeat results from a cobas 6000 c501. A total of six pt samples were affected. Two of these pt samples were discrepant for sodium. Sample 1, initial result gave 140; repeat on c501 gave 133 mmol per l. Sample 2, initial result gave 141; repeat on c501 gave 131 mmol per l. User said she was not sure which results were reported and could not provide further pt info. No adverse events were reported. The field service representative determined there was a problem with the fluidic system and performed maintenance functions, ran diagnostics checks, and increased probe activate. Calibration, control and precision studies were run to verified analyzer performance.